Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set leakage at quick release. Patient's blood glucose at the time of issue was high. Patient took manual injection to address high bg. No further information available.

Manufacturer narrative:
(B)(6).